Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes was severely hemolyzed during centrifugation. The following information was provided by the initial reporter. The customer stated: "the customer found that the imported yellow tube was severely hemolyzed during centrifugation, which affected the test results, and the investigation was carried out to eliminate the process and the patient's own reasons."

Manufacturer narrative:
H.6. Investigation summary: one customer photo was received for review and analysis. After review and analysis of the customer photo, hemolysis can be seen within the 2nd, 5th, 6th, and 7th tube from the left. Additionally, 30 retain samples were subject to a visual inspection and no issues were identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis based on the photo provided. Bd was unable to determine a root cause. The following fields have been updated with additional/corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ blood collection tubes was severely hemolyzed during centrifugation. This event occurred 5 times.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes was severely hemolyzed during centrifugation. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the customer found that the imported yellow tube was severely hemolyzed during centrifugation, which affected the test results, and the investigation was carried out to eliminate the process and the patient's own reasons."